Event description:
Soring group (B)(4) received a report that, during priming, the left side of the double head pump stopped and displayed the message "pump overload". The tubing was moved to the right side of the pump and the same message was displayed the tubing was then moved to a single head roller pump and the case proceeded without further issues. There was no report of patient injury.

Manufacturer narrative:
The manufacture date will be provided in a follow-up report. Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during priming, the left side of the double head pump stopped and displayed the message "pump overload". The tubing was moved tot he right side of the pump and the same message was displayed. Th tubing was then moved to a single head roller pump and the case proceeded without further issues. There was no report of patient injury. The involved pump was retained by the hospital. Sorin group (B)(4) has requested that the pump be returned for evaluation, the investigation is on going. A follow-up report will be filed when the investigation is complete.